Event description:
It was reported a patient with a 29mm 7300tfx mitral valve implanted eight (8) years, 10 months, underwent valve-in-valve procedure due to calcification. Patient presented with heart failure and shortness of breath. Tmvr was successfully performed with a 29mm 9755rsl transcatheter valve. The patient was stable at the end of the procedure.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Added information to d4, h4, h6. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. The most likely cause is patient factors, including a history of hyperlipidemia.